Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt was in process of canceling out her treatment. Pt had no adverse effects and her effluent remained clear. Actual sample was discarded and is not available. Companion sample is available.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.